Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. Optium xceed meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that the customer was unable to test using adc blood glucose meter due to an unspecified error message displayed upon insertion of the reactive strip. Customer experienced symptoms of hyperglycemia described as tiredness and had contact with the healthcare provider who obtained a reading of 600 mg/dl on the hcp meter. Customer was diagnosed with hyperglycemia and received unspecified intravenous treatment. Caller additionally reported that the adc meter was 30 plus years old. No further information was provided. There was no report of death or permanent impairment associated with this event.